Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site and bent. This condition could interrupt insulin delivery. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 600 mg/dl while wearing the pod between an unknown duration. The pod reportedly fell off the infusion site (unknown), causing the cannula to dislodge and the pod's cannula was found to be bent. As treatment, the patient was able to apply a new pod.